Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-2324bcc-1 serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted a minor deformation in the eyelet caused a loss of geometry. The shaft' tip of the outer driver shows gouges. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.

Event description:
It was reported that during a knee surgery the implant could not be released. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.